Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a charge time of 22.8 seconds. The device has not declared eri. Guidant received additional information that the device declared eri due to a charge time of 26 seconds. An expression of dissatisfaction was made with regard to device longevity.,